Event description:
This lead was capped due to loss of capture at any outputs (both unipolar and bipolar). No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Complaint on this lead was incorrect. A different lead was capped and reported on MDR-1028232-2020-03242. This lead remains implanted with no known complaint. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.